Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of huwb1225 showed no other similar product complaint(s) from this lot number ((B)(4)).

Event description:
It is reported that catheter break down while insertion.